Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the reported event. Functional testing was performed resulting in no failures related to the reported event. The receiver data log was downloaded and reviewed finding firmware errors, confirming the reported event of receiver vibrating continuously. Based on the investigation results, this is a reportable event. However, a root cause cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that the receiver was vibrating continuously on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.